Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4 and the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional reportable malfunction was found: forceps had no pass through the biopsy channel. Based on the results of the investigation, the foreign material remaining in the subject device was likely caused by device the not being reprocessed properly due to a leak at the scope connector; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: -the user may be able to detect the event by handling device in accordance with IFU ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had blockage. The issue occurred during reprocessing. There were no reports of patient harm.